Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of humidifier stopped working, has dry nasal and sinuses. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the evaluation manufacturer was observed a dust-like contaminant on the water tank lid, water tank, ui display bezel, top enclosure, center enclosure, iso port, inlet/outlet seal, inside the inlet of the blower box, blower, blower seal, blower box, heater plate, and bottom enclosure. What appeared to be dried liquid spots with potential mineral deposits were observed on the water tank lid, water tank, iso port, pca, blower, and heater plate. The issue of liquid ingress to the pca has been previously investigated as documented. A keratin-like substance was observed on the outlet of the blower box. Addresses the issue of keratin. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The customer complaint was reproduced. There was one error has been identified. The device was scrapped.